Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information in relation to a dreamstation auto CPAP that the left door panel missing. There was no patient harm or injury. During the evaluation of the device at the third party service center the device was visually inspected and visible foam particles were observed, missing left door panel replaced. Replaced the deep scratch on bottom enclosure. In addition, upgraded the device operating software and device passed the final test.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Manufacturer narrative:
The manufacturer reported information in previous report. The following additional information has been updated in this report. In box a: patient identifier was updated in box e: reporter first name and reporter last name, reporter phone and reporter mail has been updated.